Event description:
It was reported on february 7, 2013 that the vns patient passed away. Clinic notes dated (B)(6) 2012 which indicated that the patient was diagnosed with intracerebral hemorrhage, status epilepticus, stridor, brain tumor, traumatic brain injury, and a vp shunt. The patient had been in refractory status for 7 weeks with recurrence of left posterior quadrant seizures every 30 minutes without any command response and without meaningful drive to breathe. The patient had super refractory status epilepticus in the brain with several contributing factors; meningeal/glial tumor, prior irradiation and presumptive lowered blood flows, prior traumatic injury, prior hemorrhagic injuries, shunts and shunt tract change with hycephalus, and new meningioma since 2010. The patient's code status was changed to dnr comfort care that morning. The patient was having status epilepticus and breakthrough seizures. The vns was programmed to output=2.75ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=0.5min/magnet output=2.5ma/magnet on time=60sec/magnet pulse width=250usec. The clinic notes dated (B)(6) 2012 indicate that the patient's seizures were much worse since returning from the or that afternoon for reasons that were not clear. The patient's vns was implanted that day. The clinic notes further mention that the patient passed away on (B)(6) 2012. From (B)(6) 2012 through (B)(6) 2012, the patient was treated for clinical status epilepticus. The patient was implanted with vns and ramped up to rapid stimulus cycle without seizure cessation. There was failure to suppress status after seven weeks of continued therapy, and the patient remained unable to follow simple commands perhaps due to continued receptive aphasia through electrical status epilepticus. The patient's tumor was diagnosed in 2008. (B)(6) 2012 contrast CT showed clear cut tumor growth in areas surrounding the left lateral ventricle and left cerebellum and views into the upper cervical cord show presence of tumor ventrally and through much of the ventral medulla. Tumor worsening was thought to be perhaps the best reason for the super refractory status epilepticus. Care level was changed on (B)(6) 2012 to dnr and the patient expired on (B)(6) 2012. The patient's active problems were noted to be status epilepticus ((B)(6) 2012), stridor ((B)(6) 2012), brain tumor ((B)(6) 2012), s/p chemo and shunt for history of intracerebral hemorrhage (1996), recurrent nephrolithiasis ((B)(6) 2012), traumatic brain injury (1998 and 2005), s/p vp shunt ((B)(6) 2012). The principal diagnosis for the patient was status epilepticus, meningeal carcinomatosis, and hydrocephalus. The cause of death was noted to be obstructed airway due to neurological issues including meningeal carcinomatosis, status epilepticus, and hydrocephalus. Good faith attempts for further information from the physician were unsuccessful.